Event description:
The customer reported that the system would not perform fluoroscopy. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer battery. The system operates as intended.